Event description:
Left side suspected tissue expander rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). The device was returned to the manufacturer for investigation. The returned device found the "hole" to be consistent with a poke or cut into the silicone. The shell walls along the hole were found to be consistent in thickness. Therefore, there is no evidence of a thin spot that could have resulted in an aneurism/ popping of the shell. Product and document evaluation could not identify any manufacturing causes for the hole in the shell. Damage likely caused after distribution from lubrizol. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.